Event description:
As reported by the user facility: detailed inquiry description blood tubing venous side. The connector for connecting the venous tubing to the venous needle tubing came off when connecting for start of dialysis. It would not tighten but kept spinning around and fell off when pulled back from venous needle tubing.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample and one (1) photo were submitted to the manufacturer for evaluation. Through visual examination, the blue patient connector was detached from the recirculation connector. The photograph was also reviewed and confirmed the same detail as determined from the physical sample. The sample is not within specification; the reported defect is confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. The reported defect is a result of a failure in the production process. During an internal investigation, it was identified that the operator did not assembly the patient connector correctly. Corrective action includes retraining the personnel of operation 9 to avoid placing the manual blue patient connector. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.